Event description:
In 2009, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter read inaccurately high. The medical surveillance specialist (mss) classified the complaint based on the initial info provided to the customer care advocate (cca) since the mss was unable to contact the pt by phone. The pt claimed that he had taken 10 units of additional novolog insulin on multiple occasions due to elevated readings on the lfs product. The pt said his blood sugar went too low after taking the extra insulin and, "they had to call the ambulance 3 times in the last 4 weeks." No further info was provided regarding the ems calls, results obtained, or treatment given. The pt said he took his meter to his doctor's office to check it because it seemed to be reading inaccurately high. At the doctor's office, he obtained a reading of 225 mg/dl on the lfs meter compared to a reading of 110 mg/dl on the doctor's meter on an unspecified date and time. The pt also said his lfs meter read inaccurately with control solution; however, he did not provide the control solution readings or test times. The cca noted that the pt refused to provide additional info. The pt's products were replaced. The complaint is reported because the pt alleges that he took additional humalog insulin based on inaccurately high readings on the lfs product. As a result, he claims that he experienced hypoglycemia and had to call for ems assistance 3 times in the last 4 weeks.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.